Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total hysterectomy on (B)(6) 2020 and the suture was used. On (B)(6) 2020, the patient complained that there was black suture in the vagina; device extrusion. A doctor opened the vagina and found that there was about 3cm suture at the stump of the wound. The suture was removed. Additional information will be requested.